Event description:
Per bedside rn, the chemolock would not secure tightly- the wings that should lock into place to grab the connector would not lock in place. This caused the two sides to easily fall apart. Despite this, chemo was infused completely and safely. Rns subjectively feel that these wings of the chemolock device generally do not lock securely in place. This seems to be a newer problem, from their perspective. Chemolock not engaging - lot number not recorded. Tried connecting the injector from that poor connection to other chemolock ports - worked fine. Tried connecting the port from poor connection to other chemolock injectors - replicated poor connection. Seems like chemolock port is source of problem.